Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP devices sound abatement foam become degraded and alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer received new and relevant information on 01/02/2023 patient confirm that, blowing black stuff . There was no report of serious patient harm or injury. Other relevant history section has been updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. Now, the patient reports that they were diagnosed with pneumonia twice and hospitalized for 3 weeks, hospitalized 5 times in 4 months due to respiratory infections. Also, the patient reports that they were diagnosed with chronic lung conditions 3 years ago but believes the device has made their chronic lung conditions worse. The manufacturer alleging that the allegation is serious injury. Corrected section b1 from product problem to both-hospitalization. Section h1 corrected from product problem to serious injury. In addition, patient outcome code grid and health impact grid code have been corrected. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.